Event description:
It was reported that on (B)(6) 2023, an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The patient was in atrial fibrillation during procedure. The amulet occluder was partially recaptured twice before being implanted, and it was never fully recaptured. There were not multiple wire or delivery sheath exchanges. After the device was implanted and the patient was transferred to the recovery room, a circumferential pericardial effusion with cardiac tamponade was observed. A drainage was attempted, but a surgical repair was required due to a wound in the left atrium. The wound in the left atrium was believed to have occurred during the manipulation of the non-abbott guidewire and delivery sheath in the left atrium towards the left superior pulmonary vein, but the wound was not noted during the procedure. The wound was successfully repaired during surgery. The patient was admitted to the intensive care unit and was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of wound in the left atrium was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the root cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.